Manufacturer narrative:
The returned device was evaluated and no occlusion alarms were present in the data download. No timeouts nor other signs of occlusion were present. A hole was identified on the internal portion of the soft cannula. This leak led to the corrosion on the battery and the printed circuit board (pcb). Download generated a 0x50 alarm code. This alarm code means that a timeout occurred waiting for calst during saw, calibration didn¿t complete within the allotted time so the alarm was generated. Investigation found no defects or manufacturing deficiencies that would contribute to the triggering of the alarm code. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 23 mmol/l (414 mg/dl). During the event the patient reported experiencing an occlusion alarm. The pod was worn between 4 and 24 hours on the leg.